Event description:
Caller reported intermittent occlusion alarms. It was noted that customer's blood glucose level exceeded normal range, described as "high," though specific value was not provided. Customer addressed elevated blood glucose by administering a correction injection without needing third-party assistance. Despite frequent occlusion issues, customer declined additional help and resumed insulin use without changing supplies.